Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -11.50/+2.0/101 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens (implanted vertically) and the problem was resolved.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).